Event description:
It was reported that, "two of the locking inserts had backed out of the plate."

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.